Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on (B)(6) 2020 regarding a patient receiving dilaudid and bupivacaine (dose and concentration unknown) via an implanted infusion pump. It was reported that "the second week of december, just before christmas" the pump stopped working. When the patient's healthcare provider (hcp) returned for vacation on (B)(6) 2020, a dye study was performed and confirmed that the pump was not working. A computerized tomography (CT) scan was performed to make sure something was not broken, and they ended up doing a surgery on (B)(6) 2020 because "the pain pump had completely broken." A new pump was installed in the patient's back and they consulted a plastic surgeon. After the pump was installed the patient was in so much pain. No further complications were reported or anticipated.